Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently the patient underwent revision surgery (date not reported) to have the abutment removed and a magnet implanted. The implanted fixture remains in-situ.

Manufacturer narrative:
(B)(4): the implanted device remains.